Event description:
It was reported a small volume folfusors leaked chemotherapeutic solution from the terminal cap. This occurred during setup prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the lot was manufactured between october 5, 2023 ¿ october 9, 2023. The device was received for evaluation with fluid inside the bag that contained the unit. When the unit was removed from the bag, a leak from the untightened red luer cap was observed. The red luer cap is not a baxter product. A functional leak test was performed by filling the unit with green color water to the nominal volume. After fill and prime, to ensure the red luer cap is securely connected to the device, the cap was hand tightened by manually rotating the cap until the cap could not be rotated further. Thereafter, the unit was monitored until the next day. The next day, no evidence of leak was observed. The reported condition was verified. Product. The customer did not use the folfusor's blue winged luer cap. Therefore, the cause of the leak inside the bag was due to a use error. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.